Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. The patient had started radiation therapy 2 weeks prior. Upon interrogation, the pulse generator exhibited backup vvi operation. After a software download, normal device function resumed. On (B)(6) the patient presented to the clinic for a scheduled visit and was experiencing muscle stimulation. The patient had again received radiation therapy. The pulse generator again exhibited backup operation. A device software download was performed and normal device function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.